Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, when the faradrive steerable sheath was reinserted for additional application after postmap was completed, air continued to enter from the valve side. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, when the faradrive steerable sheath was reinserted for additional application after postmap was completed, air continued to enter from the valve side. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.